Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found within the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred.the product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share logs was performed. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found within the investigation window. No injury or medical intervention was reported.